Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date, there are multiple events on the same day, which would indicate the device was switching itself on automatically. Previous experience has told us that the reported symptoms can be caused by a problem with the device membrane. Further inspection of the device revealed significant corrosion on the membrane tail, which would indicate that the device had been exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on . A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.